Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and receive indicating that the patient's symptoms resolved with the replacement lens.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported explantation of an intraocular lens (iol). The patient reported poor distance vision and glare. The clinical reason provided was poor distance vision due to multifocal iol and pupil size issues.